Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 2 failed and user confirmed a hardware failure message in remote smart service. The customer attempted troubleshooting by rebooting the station and trying to recover the door; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the field service engineer cleaned all electrical connectors, applied conductive grease to all microswitch connectors, tightened and resecured all wiring harnesses to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.